Event description:
It was reported that a right ventricular [rv] lead fracture was suspected. It was also reported that there were elevated and high I mpedance measurements, a high sensing integrity count [sic], noise was present and a lead integrity alert [lia] was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a right ventricular [rv] lead fracture was suspected. It was also reported that there were elevated and high impedance measurements, a high sensing integrity count [sic], noise was present and a lead integrity alert [lia] was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data has been collected from the device and has been analyzed. Sensing/oversensing: 5 - ventricular nst <(><<)>=210 ms on (B)(6) 2012 in the timeframe between 09:40:51 and 10:10:53. Ventricular short interval count v-sic=5521 counts, in 7.67 days, between (B)(6) 2012 19:09:09 and (B)(6) 2012 11:13:59. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance on (B)(6) 2012 03:00:08. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi = 437 to 1254ohms peak between (B)(6) 2012. Alerts: 1 - patient alert for lead failure predictor on (B)(6) 2012 09:43:35.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.